Manufacturer narrative:
An olympus technician was on site and performed a troubleshooting evaluation. The evaluation found that the lamp issue was not confirmed, but the b30 and e216 error messages displayed were confirmed due to water found inside the supply connector component. Both device wiring and connection sockets on the video towers were checked. The light sources were cleaned, and various other endoscopes were tested. The olympus technician repaired the device. It was noted that previously, the device had been repaired by an external company. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a procedure, the evis exera iii xenon light source was experiencing problems with the main and spare lamps, and error codes b30 and e216 were displayed. During the procedure, the lamp light went out, and the error message e216 appeared. Even with a second endoscope, the error e216 occurred. Error b30 was displayed before but was resolved after a device restart. The image was no longer visible, and no examination could be performed. The user removed the endoscope from the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b5.

Event description:
Additional information was received from the customer. The intended procedure was a diagnostic endoscopy examination. There was no relevant prolongation of the procedure due to the defect. The patient was under propofol sedation. The procedure was completed successfully with a similar device during the examination with no patient harm or injury.

Event description:
This report is being submitted for the light turning off during the procedure and the error code b30.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light was turned off and the b30 error was displayed because of failed communication with the endoscope due to liquid. The root cause of the liquid was unable to be identified. Olympus will continue to monitor field performance for this device.